Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. PMA #: p160054.

Event description:
A review of the log files noted a no external power alarm while attached to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted, perhaps due to the power cord coming loose from the wall outlet or the house losing power.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file on (B)(6) 2020. The log file captured no external power alarm events on (B)(6) while the system was connected to the mobile power unit. According to the voltage values, there was a loss of power from the mobile power unit at 2:24 am. Attempts were made to obtain additional information regarding the no external power alarm captured in the submitted log file; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. The device history record confirmed the mobile power unit was shipped with a v-lock. To date, the mobile power unit (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Heartmate ii lvas IFU, heartmate ii patient handbook, under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate ii lvas IFU, heartmate ii patient handbook contains important cautions and information on general equipment care, storage, and management. Heartmate ii lvas IFU, heartmate ii patient handbook, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.